Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor sprint rx drug-eluting coronary stent in to a patient. The target lesion, located in the rca, was described as a diseased, highly calcified lesion and was pre dilated. It was reported that as difficulty were encountered during advancement of relevant device, the physician decided to pull the stent back into the guide catheter; however, the stent caught on the lip of the guide catheter and dislodged in vivo. The dislodged stent was removed from the patient body by surgery. The patient is reported to be fine and no other clinical sequelae were reported. The physician commented that his guide support was bad and had hard time keeping it in the ostium of rca. The physician also commented that the event was not due to the relevant device.

Manufacturer narrative:
(B) (4). Evaluation results and conclusions; guide catheter. Diseased vessel with high calcification. Attempt to pull the undeployed stent back in to the guide catheter. Failure to deliver the stent and stent dislodgement. No device received for evaluation.